Manufacturer narrative:
G4: 10sep2020. B4: 11sep2020. The customer(biomed) ran the unit with nothing on the gas outlet port and the pressure set at 2. The remote service engineer reported that the blower should have reached roughly 14,000 revolutions per minute, but it increased to only 4,800. The blower voltage was 4.5, and the blower amps did not increase significantly. The remote service engineer suggested replacing the motor controller printed circuit board assembly (pcba). The customer(biomed) replaced the motor controller pcba, but the device still had the same issue, blower stalled error was in the significant event log. The service engineer then suggested replacing the blower assembly. The customer(biomed) replaced the blower assembly, which resolved the problem. The original motor controlled pcba was put back in the device. The device passed performance verification testing and was returned to clinical use submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported that the device issued a check ventilator alarm. There was no patient involvement.